Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.